Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had been having pain in the feet since they got the new battery put in. Pt confirmed ins was implanted for the back. Pt was not sure if pain felt like it was from stim being too high. Hcp told pt to call medtronic and ask if stim was too high or something was going on with the stimulator. When laying down and not on the feet, patient could feel the vibration and tingling in their feet since the new implant was put in. Patient never used to feel it in the feet with the old ins. Feet started hurting about a month or two ago after pt was implanted. Pt never had pain in feet until a month or two ago. Pt was not sure if the pain was from stim or something else. Reviewed if pain was coming from overstimulation, patient could try turning stim down and keep turning it down and if patient still felt it patient could turn stim off to see if the pain went away. Pt used the equipment on the call. Pt got device not found at first. Pt retries and was able to connect and turn stim down. Pt was not seeing any difference yet but will give it a few hours and turn stim off as the next step to try. Reviewed to follow up with hcp if not resolved. Pt also mentioned they had to charge the recharger all the way before they recharge the back otherwise pt could not get excellent connection. Pt also mentioned they had to get an MRI and had a hard time turning stim off.

Event description:
Additional information was received from the patient. It was reported that patient is not able to turn her stimulation off since this past thursday. Caller reports she charges her implant every monday and did not charge yesterday. Caller wants her stimulator to died therefore she did not charge her implant yesterday, monday. Caller reports she started to have foot pain about 1-2 months ago which she did not have before this implant. Caller wants to let her ins die to rule out foot pain. Troubleshooting performed. Close all apps and reset the communicator. Caller reports she is seeing an message: no device found. Attempted to connect to her implant twice, continue to see no device found message. Patient was screaming and yelling on the phone. Agent reviewed with caller, since she normally charges her implant every monday and did not charge yesterday, she is seeing no device found message, agent reviewed with caller, ins might be dead. Agent redirect caller to patient's hcp. Caller kept screaming and yelling, patient refuse to go back to managing physician. Patient disconnected the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.